Event description:
A distributor reported a transfer set that doesn't 'click' anymore. Fluid is leaking out before the transfer set is turned open, before connecting and after disconnecting. During the evaluation, it was determined that the occluder feet were broken. No injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a transfer set that does not 'click' anymore. This was caused by broken occluder feet. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.